Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Additional information was received that this device was explanted six months later for normal battery depletion. No adverse patient effects as a result of the device change out procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that six months prior there was an increase in the non-boston scientific right ventricular (rv) lead threshold measurement, so the output on the device was programmed to 3.5 volts at 1.0 ms. At the current device interrogation it was noted that the rv lead threshold measurement had increased from approximately 1.0 volt to 3.3 volts at 1.0 ms in bipolar configuration, so the output was reprogrammed to 4.0 volts at 1.0 ms. The increase in output caused the remaining longevity to drop from 2.0 years remaining to less than a half year remaining. The patient is 100 percent sensed in the ventricle, thus is not pacemaker dependent. Boston scientific technical services (ts) stated that the device projects remaining longevity with the higher outputs and after real-time usage information will update the remaining longevity accordingly. Ts also suggested a one month follow-up visit in order to determine the corrected remaining longevity. The device remains implanted in the patient and no adverse effects were reported. The investigation is complete at this time.